Event description:
It was reported that the patient experienced skin discomfort, sensitivity, swelling, and pain after removing the cannula of the infusion set from the patient's body. The patient went to the emergency care where the doctor prescribed cephalexin 500mg and ibuprofen. Due to not feeling better and having difficulty sleeping, the patient went to another hospital on (B)(6) 2022. The doctor who evaluated him advised to make warm compresses so that it was possible to drain the abscess. No changes were made to the medications. The patient was not admitted into the hospital.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.